Manufacturer narrative:
The customer reported that the ECG waveform was not displayed correctly during a pt code. There was no report of negative pt impact. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ECG waveform was not displayed correctly during a pt code. There was no report of negative pt impact.